Manufacturer narrative:
Bd received two 22 gauge insyte autoguard blood control units from lot 8271701 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the needle had pierced through the catheter tubing leaving a v-shaped cut. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, since the units were returned outside of their original packaging the engineer could not determine the exact root cause for this defect.

Event description:
It was reported that shearing on the catheter tip occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip is sheared prior to insertion."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that shearing on the catheter tip occurred with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "catheter tip is sheared prior to insertion."